Event description:
Affilliate reported that customer was hospitalized with high blood glucose levels. Customer has gastro-intestinal diseases as per md. Affilate also reported that customer used humalog 5-7 days in reservoir. Pump passed all tests performed.